Event description:
It was reported that the connector plug on the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the connector plug on the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial output connector was broken and therefore it was replaced. Analysis also found that the upper and lower cases, the ring cover and both bail covers were broken, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.